Manufacturer narrative:
The complaint of air in line on the nc100 could not be confirmed by investigation. A series of photos from the customer were reviewed showing a neutron. There was slit propagation observed on the seal. No samples were returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) could not be reviewed because the lot number is unknown.

Event description:
The customer reported that a neutron® led to air in a patient's central line which required the patient to go to cci (a health services facility) for maintenance to have the line removed. The event occurred on an unspecified date. There was no apparent harm to the patient and no additional procedures required as a result of this event.

Manufacturer narrative:
The device is not available for investigation. The customer provided a photograph, which is pending review/investigation at this time. Additional contact: (B)(6): clinical risk advisor. (B)(6). Department: medical device safety cpsm. Initial reporter email: (B)(6). Initial reporter phone: (B)(6). Fax: (B)(6).